Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure. The field service engineer (fse) provided remote assistance and instructed the customer to power cycled the station for 15 minutes. The customer was then able to recover the drawers. The fse remoted in to verify functionality and remained connected for observation. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smtnmspx72 drawers 4.2 and 3.1 experienced failure, and the cubies were not detected on the bus after multiple hard resets and reboots. The customer was unable to recover multiple positions. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.